Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that elevated pump parameters were observed on (B)(6) 2018. The patient had complaints of increased fatigue, and the lactate dehydrogenase (ldh) was elevated. The patient was on coumadin and plavix. On (B)(6) 2015, it was reported that the patient had complaints of increased fatigue and more shortness of breath on exertion. Additional information was requested, but was not provided.